Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.

Event description:
Per the clinic, the patient experienced poor audiological benefit leading to device non-use. Subsequently, the device was explanted on (B)(6) 2023 and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 26, 2024.